Event description:
It was further reported that the atrial lead could not be explanted, and was capped, abandoned and remains in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device revision procedure the atrial lead exhibited unstable impedance. The atrial lead remains in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Analyst commented, right ventricular (rv) lead pace impedance steady at approximately 475 ohms through week of (B)(6) 2014, then impedance began to vary and have out of range greater than 4000 ohms measurements. Alerts for out of range subthreshold lead impedance on (B)(6) 2014.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).